Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced floppy glans syndrome due to the cylinder being too short for his anatomy. A revision surgery was performed to explant the cylinders and pump and place a longer device. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with floppy glans and length of the device may have been due to a potential measurement error at implant.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced floppy glans syndrome due to the cylinder being too short for his anatomy. A revision surgery was performed to explant the cylinders and pump and place a longer device. No additional patient complications were reported.